Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An investigation was initiated based on related reports that alleged inadvertent activation of the rf feature. The most likely cause of the reported event can be attributed to an issue with the software of the mdcons100 console, an algorithm intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events leading to the complaints were only possible with the combination of both an energy blade and console loaded with the referenced software. In effort to mitigate the reported inadvertent activation of the rf feature, the original equipment manufacturer is requiring that customers in the united states isolate their blades and also mdcons100 consoles with the affected software and return the console to olympus for a software update.

Manufacturer narrative:
Report is updated in d10, h6, conclusions code, h9 and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. A DHR for the finished device was reviewed and no abnormalities in documentation or process was found.

Manufacturer narrative:
The bipolar shaver blade was returned to olympus for evaluation but not console and handpiece used during the procedure. A visual inspection on the tip of the device found no abnormality on the blade window; however, blood stains and foreign material were found on the distal end blade window when inspected under a microscope, indicating the device was in use. The nose cone could be rotated smoothly. The outer shaft and inner rod are straight, and the rod could be reinserted into the shaft without restriction. The rod and blade is able to toggle and rotate when the footswitch is activated. Based on the evaluation performed on the returned shaver blade; the reported complaint was not confirmed. The returned shaver blade was tested using an olympus¿ test equipment (diego elite); the console was able to recognize the shaver blade and bipolar functions with the ability to adjust the blade and bipolar settings on the console touch screen without any issues. Bipolar output power was tested and observed on a thin piece of beef muscle. The bipolar blade was thoroughly tested and found to be working 100% of the time during activation. The bipolar blade is fully functional as designed.

Event description:
Olympus representative reported that during a therapeutic submucosal resection procedure, the blade worked for about two minutes before it would no longer resect/spin or deliver bipolar cautery. The bipolar cautery started working intermittently, while the blade and handpiece icon would disappear on the console. It was also reported that the bipolar cautery delivered cautery without pressing the button. The sales representative reported that he was able to duplicate the reported issues with the exception of the system delivering cautery without pushing the button. The sales rep reported, when removing the blade from the hand piece, the blade and hand piece icon on the console would disappear for 1 second. From there, the hand piece icon would reappear. When removing a blade, only the blade icon should disappear. This issue happened towards the end of the procedure. No errors displayed. However, the hand piece and blade icons would disappear intermittently. Then both icons disappeared and the blade would not work any longer. There was very minimal bleeding reported. No longer stay or additional procedures needed for the patient. The procedure was prolonged by about 10 minutes. This is 1 of 4 reports.